Manufacturer narrative:
Product analysis: no product was returned. Conclusion: conduction disturbances are known potential adverse effects per corevalve instructions for use, and can be resolved with the implant of a permanent pacemaker. (B)(4).

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, the patient had intermittent complete heart block. Subsequently a permanent pacemaker was implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.